Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during an attempt to deploy a stent graft in an a-v fistula, resistance was encountered and the outer catheter tore. The stent graft was partially deployed approx 1-2 cm. The entire stent graft system was removed and another stent graft was deployed without incident. There was no pt injury reported.